Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and two (2) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damages detected. Functional testing found leakage was detected in the connection between extension tube and female luer. The complaint is confirmed. This issue is being monitored via an internal CAPA to investigate and determine the root cause of the failure in leak between tube and female luer solvent bonding; currently in identified phase. Actions taken will be state the CAPA. However, all mitigations are placed in process and production personnel were notified about the leak in the solvent union between female luer and tube. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, medication leaked fluid from the tubing. No patient injury was reported.